Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309657, batch#: 4261275. It was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: rcc received a complaint via email. 3ml bd plastipak syringe was found to have a crack in the plastic while administering b12 to this patient. Medication began to leak out of body of syringe. Lot: 4261275. Additional information provided there was no harm to the patient. Unfortunately, the syringe was immediately discarded and is not available to send for investigation.